Event description:
It was reported when using the bd syringe 1ml ls 25ga 5/8in, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: the dealer telegraphed the complaint, which occurred in the emergency department, and the patient's skin test was more than 50% positive when using, and the specific number of patients affected was unknown on october 19, 2021, the sales representative is updated, and the description of the incident is updated as follows: 1. The 1ml syringe is used for skin test and the positive rate of skin test exceeds 50%; 2. It is a false positive; 3. The department did a comparative test, replaced the operator (more experienced), replaced the skin test solution, and replaced the syringe, eliminating the problem of skin test solution and personnel; 4. It has been used for treatment and has not yet received feedback from the hospital to cause harm to patients; 5. The test result is that after the department has done a comparative experiment and replaced other brand syringes, the positive rate dropped to a normal level.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 11/1/2021 h.6. Investigation: ten samples with sealed packaging were received by our quality team for evaluation. The samples were subjected to visual inspection to check for package seal integrity and foreign matter. No foreign matter was observed in the syringe package and products. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The sterilization records were reviewed, and no abnormalities were observed. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported when using the bd syringe 1ml ls 25ga 5/8in , the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: the dealer telegraphed the complaint, which occurred in the emergency department, and the patient's skin test was more than 50% positive when using, and the specific number of patients affected was unknown on (B)(6), 2021, the sales representative is updated, and the description of the incident is updated as follows: 1. The 1ml syringe is used for skin test and the positive rate of skin test exceeds 50%; 2. It is a false positive; 3. The department did a comparative test, replaced the operator (more experienced), replaced the skin test solution, and replaced the syringe, eliminating the problem of skin test solution and personnel; 4. It has been used for treatment and has not yet received feedback from the hospital to cause harm to patients; 5. The test result is that after the department has done a comparative experiment and replaced other brand syringes, the positive rate dropped to a normal level.